Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6. And h.10. The company representative examined the system and could not duplicate the problem reported. Unrelated to the reported event, the fluidics module was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Root cause the system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a cataract extraction procedure the system could not reach maximum vacuum in phacoemulsification mode and irrigation/aspiration (I/a) mode. This occurred in about 10 cases out of 30. All the procedures were completed with no harm to the patients. The system has been serviced and no further issues have occurred.